Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2020. Should additional relevant information is available, a supplemental report will be submitted.

Event description:
It was reported that at least two (2) minicaps did not have enough iodine. This event was noticed during setup of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.